Manufacturer narrative:
The device has been returned for analysis. There will be an update when the analysis is complete.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and returned. There were no additional adverse patient effects. It was reported that the smartpass feature had programmed itself off due to low intrinsic amplitudes and undersensing. The low energy shock impedance was less than 30 ohms. The electrograms were mostly flat lines. An x-ray was done, and it confirmed that this electrode has dislodged. The patient had twiddled his pulse generator and coiled the electrode into the device pocket. The therapy is now programmed off and a procedure is scheduled to reposition the electrode. There were no additional adverse patient effects.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the therapy was appropriate. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and returned. There were no additional adverse patient effects. It was reported that the smartpass feature had programmed itself off due to low intrinsic amplitudes and undersensing. The low energy shock impedance was less than 30 ohms. The electrograms were mostly flat lines. An x-ray was done, and it confirmed that this electrode has dislodged. The patient had twiddled his pulse generator and coiled the electrode into the device pocket. The therapy is now programmed off and a procedure is scheduled to reposition the electrode. There were no additional adverse patient effects.

Event description:
It was reported that the smartpass feature had programmed itself off due to low intrinsic amplitudes and undersensing. The low energy shock impedance was less than 30 ohms. The electrograms were mostly flat lines. An x-ray was done, and it confirmed that this electrode has dislodged. The patient had twiddled his pulse generator and coiled the electrode into the device pocket. The therapy is now programmed off and a procedure is scheduled to reposition the electrode. There were no additional adverse patient effects.